Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse performed checkout of unit and could not duplicate the faults or errors reported. However, the fse found the monitor image was intermittently static and unable to read at startup, but that issue with the monitor cannot be reproduced with any external physical influence. The fse recommended that customer replace the monitor. The unit passed all calibration, functional and safety tests performed and was returned to customer to be cleared for clinical use after monitor issue is resolved by biomed or by replacing.

Event description:
It was reported that upon start up the cs300 intra-aortic balloon pump (iabp) generated fault codes #37 and #57. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that upon start up the cs300 intra-aortic balloon pump (iabp) generated fault codes #37 and #57. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The customer has advised that the display monitor was replaced and the iabp was cleared for clinical use.